Manufacturer narrative:
The device was received for evaluation. During functional testing , the reported problem was not reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be m2 and m3 springs. The m2 and m3 requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of over infusion. Per rn, pump ran faster than what it was programmed to run. It was programmed for 60 mins but finished in 30 mins during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.